Event description:
A healthcare professional (hcp) reported an incident of a pt reaction with the psn 170 dialyzer, it was reported that approx 25 minutes into treatment, the pt experiencing itching, rash, shortness of breath, nausea and vomiting. The pt was administrered benadryl with no relief of symptoms noted. Epinephrine and solucortef (routes and doses unknown) were administered with relief of symptoms. Treatment was stopped and blood was returned to the pt with no reported blood loss. Treatment was resumed on a fresenius f80b dialyzer and completed without incident. It is reported that the pt has recovered and continues to dialyze on an alternate membrane without incident.